Event description:
It was reported that the customer experienced high blood glucose levels for a few weeks. The customer's blood glucose was 462 mg/dl. Troubleshooting was done. The customer expressed lethargy as a symptom of her high blood glucose levels. The customer treated herself with insulin pump therapy. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer did mention undergoing gastric bypass surgery, leaving her with excessive skin. The customer agreed to try new insertion sites and speak with the healthcare provider. The customer stated that the cannula was not occluded. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.